Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd venflon¿ pro safety peripheral safety IV catheters had needles that were difficult to remove. The following information was provided by the initial reporter, translated from (B)(6): "they say that in some needles, about 10pcs, the extraction of the mandrel is difficult and the safety device does not completely wrap the mandrel."

Event description:
It was reported that 10 bd venflon¿ pro safety peripheral safety IV catheters had needles that were difficult to remove. The following information was provided by the initial reporter, translated from (B)(6): "they say that in some needles, about 10pcs, the extraction of the mandrel is difficult and the safety device does not completely wrap the mandrel."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-09. H6: investigation summary: nineteen (19) representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection and the separation force functional test. All samples passed the acceptance criteria, and no abnormality was observed. All nineteen needles can be contained within the safety mechanism. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 10 bd venflon¿ pro safety peripheral safety IV catheters had needles that were difficult to remove. The following information was provided by the initial reporter, translated from italian: "they say that in some needles, about 10pcs, the extraction of the mandrel is difficult and the safety device does not completely wrap the mandrel."